Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit and are unable to clear the alarm. Customer indicated that they jumped in water with pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up button due to corroded keypad traces. The insulin pump was unable to perform operating current test or verify battery out limit due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.